Event description:
Distraction device implanted 2006. Discovered thirteen days later, the device was not distracting. During revision surgery performed the next day, discovered proximal plate was broken, doctor replaced distractor and 5 screws.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available.